Event description:
The recipient came for a follow-up where in situ testing showed affected channels. The recipient is scheduled to see the surgeon on (B)(6) 2025 for imaging.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient came for a follow-up where in situ testing showed affected channels.